Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the device¿s flow restrictor was split open in two pieces at the welded area of the flow restrictor body. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of a large volume folfusor was cracked which resulted in a fluid leak. During patient infusion, it was observed that the white part of the device which is taped to the skin to activate the heat had cracked which resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.